Event description:
Reoperation of gamma3 short nail converted to thr.

Manufacturer narrative:
Evaluation summary: affected item(s) were not returned for evaluation. A review of the DHR revealed no deficiency in manufacturing. The risk analysis had considered pain / nonunion; the estimated thresholds were not exceeded. A product deficiency was not reported. Pain is a typical complication of proximal femoral nailing. This harm does not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition (osteoporosis), and primly the respective surgical technique. Pain may be tolerable with analgetic and antiphlogistic medication or would cause significant permanent harm. Non-union is a typical complication of proximal femoral nailing. This harm does not primly depend on the implant. It is mostly caused by the kind of fracture (especially comminuted subtrochanteric fractures), patient's general condition (osteoporosis), and primly the respective surgical technique. Non-union could cause significant permanent harm. Successful treatments with gamma3 nail require sufficient and timely bone healing. With given information it could not be determined if the lateralized lag screw may have caused pain. From technical point of view a further statement was not possible. With available information the cause of the event was most likely based on the patient¿s condition but not caused by a deficiency of the device. In case the products and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. With available information the event was not caused by any deficiency of the device(s).

Event description:
Reoperation of gamma3 short nail converted to thr.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.